Event description:
It is reported by the patient that her vision up close is out of focus. Patient sees halos and glare at night and said that the traffic lights ''bleed'' with an occasional shadowing/mirrored effect.

Manufacturer narrative:
The batch record was reviewed and shows no deviations. Review of complaint records revealed that no complaints from this production order number have been received. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lenses. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.